Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced no hearing impression with the device leading to device non-use. The device was electively explanted on (B)(6) 2023, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on july 26, 2023.